Event description:
During the atrial fibrillation ablation procedure, before septal puncture with this sheath and insertion into the left atrium, blood leaked from the hemostatic flap. The procedure was recommended by replacing it with an alternative sheath. No additional venipunctures were required to replace the sheath. The introducer was replaced, and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported introducer.

Manufacturer narrative:
The reported event of "blood leaked from the hemostatic flap" could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.